Event description:
It was reported that there was a warning issued for high threshold on the right ventricular (rv) lead. A lead revision is scheduled and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1258t86 st. Jude lead, implanted: (B)(6) 2014. (B)(4).